Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter which resulted in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.